Event description:
Patient reported "symptoms compatible with a condition related to the so-called silicone disease, lymph nodes fragments with giant cell reaction to refractile exogenous material (silicone) and inflammation". Healthcare professional later reported "microparticles of silicone were found in the lymph nodes, where there was leakage, lymph nodes with diffuse cortical thickening in the right axillary region and intramammary lymph node". Healthcare professional later reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy